Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 3mm from the balloon proximal tip. Upon opening the handle hub shells it was noticed there was a small amount of lubricant inside the hub barrel. A review of the lhr was not possible as the lot number was not provided. Based on the investigation performed, the root cause of the taper to taper tear was insufficient lubricant inside the hub barrel around the o-ring and plunger which in turn could have led to sluggish movement of the pressure relief valve, resulting in a rupture of the balloon upon inflation.

Event description:
The aci distributor reported that it was discovered during prep of a mynxgrip vascular closure device 6f/7f that the balloon had a leak. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.